Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software was turned on, however, the pump delivered insulin based off the customer¿s personal profile settings and not based off the control iq predictions. The customer's blood glucose (bg) level was 67-69 mg/dl. Reportedly, a pump reset was performed to address the issue.